Event description:
This event occurred in (B) (6) and involved a patient treated in the strong registry. The patient initially had a stent placed into her left femoral artery and approximately 1 year later began experiencing pain in her left leg. The cause of the pain was found to be in-stent restenosis. The patient was hospitalized and intervention to alleviate the restenosis was performed. The intervention included cutting balloon pta and pta (drug-coated). Further investigation of this event concluded that the stent was elongated during the initial implant ((B) (6) 2009). The nominal stent length was 150mm and it was elongated to 321mm. The event was likely due to improper vessel preparation causing elongation of the stent resulting in in-stent restenosis.

Manufacturer narrative:
Previous events of this type were reviewed . Due to stent elongation events reported from two hospitals in (B) (6), a CAPA was opened. The cause of the stent elongation was found to be improper vessel preparation. Retraining of the physicians was subsequently completed. This event occurred in a strong registry patient in (B) (6). The supera device holds the (B) (4) for the indication of peripheral vascular use.